Event description:
Approximately 7 months following cypher stent placement, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture with in-stent restenosis. It is unknown if any treatment was necessary. This patient originally presented for evaluation, due to unstable angina. Current information provides conflicting data with regards to the target vessel. It is either a totally occluded right coronary artery with grade 1 bridging collaterals or the left anterior descending artery (lad). The lad is described as a type c, de novo lesion with 95% stenosis. This is a non-bifurcating, non-tortuous, moderately calcified segment 30mm in length. There is no thrombus present. The lesion is predilated with a 2.5 x 20mm aqua t3 balloon at 8 atms for 20 seconds. A cypher 3.5 x 33mm stent is deployed at 14 atms for 20 seconds with a minimal luminal diameter of 3.36 post deployment. There was no post-dilatation. 1:1 vessel sizing.